Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified no fracture. Some damages were seen in the tip of the instrument which might be related to repeated use. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. No issue noted with the articular surface inserter. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Item 42532007902 lot 64533899, item 42522100910 lot 64349821 foreign (B)(6) . Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when inserting the mc art surface into the tibial baseplate using the persona articular surface inserter a piece of metal fractured.